Event description:
Received copy of customer's medwatch report which states "pt brought to nuclear medicine for lexiscan stress test with radioisotope. Pt had IV pump infusing IV fluids. Nuclear medicine tech clamped off tubing, did not feel resistance, and began to push isotope and then fluids. Pump started alarming and rn noted that the door to pump was ajar. She opened door and noted water balloon formation of tubing and the tubing ruptured causing radiation spill to her eyes, hands and clothing. Minimal spill on pt as well. Pt suffered only minor splash and geiger survey right after event did not show pt had any radiation. Employee did suffer radiation splash, geiger survey showed she was hot and she was sent for full decontam". The employee was sent to an ophthalmologist; no details of treatment were provided.

Manufacturer narrative:
(B)(4). Unable to confirm the customer's report of a ruptured tubing. Although requested, the customer stated due to hosp policy, they will not be returning the tubing for eval. A visit to the customer's site to investigate the report is planned; however, it has not been made yet. A f/u report will be submitted once the visit has been made and the investigation is complete.